Event description:
It was later noted that the patient was going to have his lead prophylactically replaced. The surgeon then noted that during explant, the patient's lead appeared to have fluid in the lead, but it was not clear if it was due to the explant procedure or already present. It is not known if the fluid was in the outer and/or the inner tubing. The explanted lead was discarded by the hospital so would not be returned to the manufacturer for analysis. Last known diagnostics performed by the treating neurologist's office were within normal limits.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.